Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with a blood glucose of 718 mg/dl. The customer attempted to treat via insulin pump bolus but she was not receiving insulin. The customer was wearing the insulin pump during the hospitalization. During troubleshooting the insulin pump attempted the high pressure test twice, but could not complete it either time. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification and functioning properly. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, displacement accuracy test and excessive no delivery alarm test. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.